Event description:
As reported by the user facility: brief inquiry description: black speck inside container. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were provided for further evaluation. The samples were visually evaluated and no contamination was observed on the product. Traces of dirt were found near the outer welding seam of and not reaching the product. It is not possible to determine when and how the contamination occurred, anyway, most probable to the storage/transport/handling of the product after production and after its release. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.